Event description:
Complainant alleged that while treating a male patient the device succesfully delivered one discharge of energy to the patient; however, on the second attempt to delivery energy, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.